Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The evaluation revealed frayed/cut suture ends on the returned device. Returned device sample is relatively small and has damaged ends, not able to perform stress test to confirm surgeon claim of being able to tear suture by hand. Suture anchor, eyelet, and driver were not returned for evaluation. At this time, the cause is undetermined. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the suture anchor was implanted on the (B)(6) 2017 and removed on the (B)(6) 2017 because the suture was torn off. Follow-up on (B)(6) 2017: the incident caused no harm for the patient and no consequential damages appeared. They used another (B)(4) with a different lot number in the second surgery. The surgeon reported that he could tear the suture with his hands.